Event description:
It was reported that the procedure was to treat a heavily calcified, chronic totally occluded, and restenosed proximal left anterior descending artery. While advancing a xience prime stent delivery system (sds), the sds became stuck on a bmw universal ii guide wire while still outside the anatomy. The device was pulled on strongly to remove it from the guide wire and the distal shaft separated. Another xience was successfully used with the same guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight universal ii. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficulty to position and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have cause or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the guiding catheter. Position the proximal balloon marker just distal to the tip of the guiding catheter. Advance the guide wire into the coronary anatomy as far distally as safely possible. Tighten the rotating hemostatic valve to secure the delivery system to the guiding catheter. Then remove the guiding catheter and delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The application of force during removal attempt likely contributed to the reported shaft detachment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.